Event description:
It was reported by the patient that the patient was experiencing chest pain. An x-ray was ordered to determine the cause of the chest pain; the right atrial lead was not sensing and needed repositioning. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).